Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port connector pin is broken and the device is unable to charge. This issue was discovered during tests performed by the user. No patient involvement at the time of the discovery.

Manufacturer narrative:
New information obtained through good faith effort provided date product was received. Evaluation results code updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port connector pin is broken. This issue was discovered during tests performed by the user. No patient involvement at the time of the discovery. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.